Event description:
ER dr used blunt filter needle to do femoral sticks twice, during a code. Pt passed away approx. 6hrs after incident due to deteriorating condition. A respiratory therapist passed the blunt filter to the dr thinking that it was a 18g fill needle. The ER nurse was pushing drugs and was unaware that it was passed to the dr.